Event description:
Patient wanted to know if stim could be affected when going through anti-theft gates at stores. It was reviewed that it could temporarily affect stim and gave guidelines. Patient says that they exited a store today and didn't know if there was a security gate, but they had an accident right after going through. It was reviewed that it could potentially be correlated and to be safe, they could turn stim off before going through gate. It was reviewed that patient programmer (pp) could communicate with stim and was on. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.